Event description:
It was reported that the patient¿s pain symptoms had returned. The health care provider reported that during ¿verification of replenishment¿, the pump indicated 17.3 milliliters (ml) of volume. However, when the pump was ¿punctioned¿ it was empty. The patient also reported that the pump had ¿whistled.¿ the device was explanted and expected to be returned for analysis. The medication this device system delivered was not provided.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient kept having pain symptoms and the pump improved the pain symptoms by 10%. A localization test and verification of connections with use of contrast was performed. Results were not provided. Following the explant the patient was still in pain and taking oral pain medication. The device system delivered morphine 0.7mg/day.

Manufacturer narrative:
Additional destructive testing of the device did not reveal any new or additional anomalies. (B)(4).

Manufacturer narrative:
Analysis of the pump (B)(4) revealed overinfusion with an undetermined root cause. Dispense testing confirmed the overinfusion issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.